Event description:
The pt experienced a loss of therapeutic effect following a car accident in which a "car went under the pt's car". She also had a burning/stinging sensation in the right hip area all of the time whether the device was turned on or off. She was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).